Event description:
It was reported that the patient experienced recurring incontinence with a male sling system. An artificial urinary sphincter was implanted. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.